Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had differences between sensor glucose and blood glucose readings that were outside the acceptable range. Customer's blood glucose was 411 mg/dl and sensor glucose was 215 mg/dl. Customer was advised to calibrate if their blood glucose was between 100-150 mg/dl. Customer was advised to insert in areas where the body naturally bends and to use enlite overtape.